Manufacturer narrative:
The device was returned and the reported malfunction was duplicated. Evaluation of the device found the housing to be warped. This type of damage is consistent with an overheated battery; however, the battery was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, they were not able to seat the battery into the device. Complainant indicated that there was no patient involvement in the reported malfunction.